Manufacturer narrative:
The product was used for treatment and returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection found no damages or manufacturing abnormalities on the controller. Functional evaluation revealed that all ablation and coagulation output voltages fell within specified ranges but a abnormal smell of burning was observed during the testing process coming from inside the unit. The customers complaint was verified and the reason was determined to be a component inside the subject controller overheated. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: a power surge to the subject controller. Overheating of a component inside the returned controller thus leaving a burning smell that will dissipate over time.

Event description:
It was reported that during a procedure, there was a hot smell coming from the back of the unit. The device did not overheat and there was no short-circuit, sparks or smoke. The procedure was successfully completed without delay using the same device. No patient injury or other complications were reported. Results of investigation have concluded that a component inside the subject controller overheated which makes it a reportable event.